Event description:
It was reported that during a right upper lobectomy procedure the surgeon fired the device for the first firing with a white reload across the right upper pulmonary artery. During the firing a strange noise was heard. When they removed the device it was difficult to open and there was bleeding at the staple line. The drivers were up on the patient side of the staple line but on the specimen side from the center to the distal end 1/2 of the staples did not deploy. The bleeding was controlled by flat pads and pressure; they used suture and clips to complete the procedure. The patient had lost 500ccs of blood; they were administered 2 units of blood products and additional ivs of 3 liters of fluids. The patient's blood pressure dropped and stayed low for a short time and then recovered. The patient is stable and in the hospital at this time.

Manufacturer narrative:
(B)(4). Wedge band bypass the analysis results found that the device was returned in good conditions and with a cartridge present. The reload was noted to have a wedge band bypass as the left side was 1/2 fired and the right side was fully fired. The cartridge lockout was found normal. In addition the cartridge deck was found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, resulting in sled damaged. When the mechanism is forced the wedge band can bypass the sled. If resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without any difficulties noted. Event could not be confirmed as no strange noise was heard during the analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional followup: the surgeon uses a linear cutter and fires across the lung and also places clip before firing the stapler as his technique to prepare for the removal of the lung. The patient was an older female that has cancer and at this time no chemotherapy has been done. The procedure was done as an open procedure. The patient was not sent to ICU but rather a normal room and is stable at this time.